Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #11 (type ii bone). Primary stability was achieved. Osseointegration was not achieved. An infection and a previously endo treated tooth were involved in the event. The clinician states that the pt experienced pain 2-3 weeks with an infection around the implant. The implant was removed on (B)(6) 2012 due to pain, mobility. Medical history: no significant findings.